Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that there were no communication observed when the system was turned on. The representative replaced the power/communication cable and the axiem box. Once the components were replaced, the system then passed the system checkout and was found to be fully functional. No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the system is intermittently showing a localizer not connect message in a procedure. The axiem will be green, but then switch to red and disconnect. There was no patient present when this issue was identified.

Manufacturer narrative:
Additional information: analysis on the returned axiem system resulted in no failure being found through functional testing and visual/physical examination. Analysis states that the system was left connected to a test system for four hours and tracking on all ports consistently remained tracking, as intended. Analysis on the returned external power/data cable resulted in no failure being found through functional testing and visual/physical examination. Analysis states that the returned cable was found to be in good condition and passed a continuity test with no opens or shorts detected. No problem found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was confirmed by the representative that there was a patient present during an em procedure.